Event description:
It was reported that a spectrum pump was constantly alarming for downstream occlusion, when no occlusion was present. It was also reported there was not pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.